Manufacturer narrative:
There is no indication the access accutni device was returned for evaluation. The field service engineer (fse) proactively made adjustments to alignments, mixer motor speed, and ultrasonics voltage. All volume checks were verified and were within instrument specifications. The fse proactively replaced the reagent/sample cover door cover closed sensor for the closed tube aliquoter (cta). Carryover test passed within instrument specifications. System verification testing (system check, high sensitivity system check, and all levels of quality control) was within instrument and laboratory specifications. No hardware issues or malfunctions were noted. Service activity performed was verified to meet the specified requirements per established procedures. The instrument was in normal operation. A definitive cause of the event is unknown. Beckman coulter continues to track and trend any event related to this issue.

Event description:
The affiliate stated the customer reported erroneously elevated troponin I (access accutni) result, within the risk stratification range, for one patient, involving the access accutni assay used in conjunction with the unicel dxc 600i synchron access clinical system and the access accutni calibrator. An initial result of 0.12 mg/l was obtained and released out of the laboratory. As a result, the patient was admitted to the intensive care unit (ICU). The hospital requested a reanalysis and a new sample was collected from the patient and analyzed on the same instrument with a result of 0.01 mg/l, within the normal reference range. The customer retested the original sample and also recovered a result of 0.01 mg/l. It is unknown if any additional treatment was given to the patient. There has been no report of current patient outcome. The patient¿s samples were collected in becton dickinson lithium heparin plasma tubes and centrifuged at 3,500 rpm (rotations per minute) for twelve minutes, at room temperature. Controls are performed every 24 hours and were within specifications prior to and following the event. No patient sample issues were noted. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.